Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 313 mg/dl which was addressed by delivering a bolus. Reportedly, the customer had manual injections and an alternate pump for insulin therapy.